Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient experienced fever and pain at the gastro stoma. The event was probably related to the peg tube, but also due to lack of compliance of the family with stoma care. The patient was treated with an unknown intravenous antibiotic. During the hospitalization, it was noticed that the peg tube could not be mobilized, which gave the suspicion of buried bumper, but no investigations were performed and no diagnosis was established. The stoma infection was recovering.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the stoma infection was recovered when the patient was discharged. The patient was hospitalized again for acute diarrhea syndrome. On (B)(6) 2018, a surgical consult and superior digestive endoscopy were performed and the diagnosis of buried bumper syndrome was confirmed. The patient will be scheduled to surgically remove the buried bumper syndrome.